Manufacturer narrative:
B5- per updated information the replacement lens was implanted vertically. H3- device evaluation: lens was returned in liquid, inside a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.00/2.5/178 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length lens and problem resolved. Cause was unknown.